Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. No missing segments/partial display noted during testing. The following were noted during visual inspection: scratched lcd window, cracked battery tube threads and cracked case on the battery tube side. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had smudged up screen and cracked on it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.